Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 248 mg/dl at the time of incident and the current blood glucose level was 250 mg/dl. Customer also stated that other blood glucose value was 240 mg/dl. Customer was alleging possible under delivery for high blood glucose. The customer did not provide details regarding symptoms high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will not be returned for analysis.